Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of maude event report # mw5058235.

Event description:
It was reported by the patient's daughter that the patient underwent a rectal prolapse procedure in 2010 and suture was used. After the surgery, the patient experienced infections and had major pain inside her vagina and rectum. The patient underwent another rectal prolapse surgery to try again to repair. Following this procedure, the pain worsened and she had multiple visits to surgeons, obgyn's and her family doctor. The patient was diagnosed with a recto vaginal fistula and had to have a colostomy to hopefully alleviate the infections. The patient had no relief of her pain. Later, the patient had an exploratory surgery done by two surgeons, one went in rectally and the other vaginally. A vaginal tumor was found. The tumor was treated with radiation and the patient's condition continued to worsen with infections and an exacerbation of rheumatoid arthritis. She was placed on IV antibiotics and treated with hyperbaric oxygen therapy that did not resolve the infections. The patient was on numerous medications and was in too much pain to see any more doctors. She ultimately required treatment by hospice until she passed away in (B)(6) 2015. No additional information was provided.